Event description:
In 2002 a novasure endometrial ablation procedure was performed on patient by dr. At hospital. This patient reportedly had a normal size uterine cavity that was soft in consistency. After inserting and opening the novasure device, two cavity integrity assessment tests indicated a potential pretreatment uterine perforation. The device was removed, a hysteroscope was inserted and no uterine perforation was detected. The novasure device was reinserted and the cavity integrity assessment test again indicated a potential pretreatment uterine perforation. A tenaculum was then placed on the cervix to tighten the opening of the cervix around the sheath of the novasure device and the cavity integrity assessment test was repeated. Dr. Noted that there was no co2 leakage in this area, and that this "lack of leakage" should have indicated to him that a pretreatment uterine perforation was definitely possible. Dr. Then made the decision to manually override the cavity integrity assessment feature, and the ablation treatment commenced. The device was removed, the hysteroscope reinstered and the physician observed two possible perforations in the posterior fundus. Dr. Then performed a diagnostic laparoscopy to investigate possible damage within the pelvic cavity. A disclolored, 3cm x 1cm section of small bowel was evaluated as a potential ablation injury. Dr. Consulted with a general surgeon and they agreed to immediately convert to a laparotomy during which a resection of small bowel, approximately 8cm in length, followed by a stapled anastomosis was performed under general anesthetic. The patient recovered in the hospital until their day of discharge 3 days later. Patient returned for a follow-up visit 5 days later and was reported to be recovering uneventfully. Dr. Reported that he has performed several dozen novasure procedures and that approximately 100 procedures have been performed by the staff at the hospital. Dr. Repeatedly stated that the device worked exactly as designed, that he should have taken note to the lack of co2 leaking at the cervical collar, and that the adverse event was a result of his decision to override the cavity assessment system lockout and proceed with the ablation without a clear determination that an uterine wall perforation was not present.